Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No further information was available. (B)(4).

Event description:
A clinical director reported there were previous issues with applicators of intraocular lens devices sticking during use. The reports were non-specific and the site had no further information to offer.